Manufacturer narrative:
As reported, an optease retrieval filter 55 was adhered to the vessel wall (embedded in the vessel wall) and various ways were attempted to capture it with no success. There was no patient injury (no risk of pe after catheter ablation). During the initial attempt to retrieve the filter, the hook could not be captured so ¿wire double traction technology¿ was used to hook the filter. The patient experienced abnormal pain so the retrieval process was discontinued. The attempted retrieval failed. The product had been implanted in the patient for four days. The device was prepped and deployed per instruction for use (IFU) with no difficulty noted with implanting the device. No additional information is available at this time. The product was not returned for analysis. Review of lot 17340415 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The instructions for use instruct to ¿insert and advance the endovascular snare assembly through the retrieval catheter until it protrudes out of the retrieval catheter such that the marker band of the snare catheter is caudal of the filter retrieval hook. Push the snare shaft forward gently to open the snare loop caudal of the filter retrieval hook. The loop is then slowly advanced forward over the filter apex. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling backwards the snare until the loop engages the filter retrieval hook. Note: ensure that the loop of the snare has properly engaged the retrieval hook and that the retrieval hook, retrieval catheter and snare are aligned 18. Always maintain tension on the snare to prevent disengagement of the snare loop from the filter retrieval hook. While keeping tension on the snare, ensure that the filter and snare catheter are in line with the retrieval catheter. Pull the snare catheter approximately 5 mm backward to allow the loop to align with the filter. While keeping tension of the snare, hold the retrieval catheter stationary and withdraw the filter into the retrieval catheter by retracting the endovascular snare. Continue retracting the snare until the filter is completely collapsed inside the retrieval catheter. Precaution: do not push the snare catheter against the retrieval hook prior to filter retrieval. Too close contact between the snare catheter and filter retrieval hook can cause friction of the filter tip in the retrieval catheter. Note: if for any reason the optease® filter is not retrieved and remains implanted as a permanent filter, perform fluoroscopic control to determine the status of the ivc and optease® filter before terminating the procedure.¿ given the limited information available for review, a clinical conclusion could not be drawn regarding contributing factors for this event and the pain experience by the patient. Neither the DHR nor the event details suggest a design or manufacturing related cause for the event; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the optease retrieval filter 55 was seriously adhesion to the vessel wall (embedded in the vessel wall) and various ways were attempted to capture it with no success. There was no patient injury (no risk of pe after catheter ablation). During the retrieval the filter process, the hook couldn't be hooked at the beginning, so the wire double traction technology was used to hook the filter. The patient pain was abnormal, so the retrieval process was discontinued; retrieval failure. The product had been implanted in the patient for four days. The device was prepped and deployed per instruction for use (IFU) with no difficulty noted with implanting the device.